Event description:
The user facility reported that the tip of a glidewire advantage broke off in the superficial femoral artery (sfa) of a patient during a peripheral stenting case. The piece was successfully retrieved with a snare, and the patient was not harmed. The procedure outcome was a success. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required.